Event description:
It was reported that the customer stated that the sensor is helpful with preventing high and low blood glucose events most times but sometimes the customer would receive alerts specially while sleeping; the sensor would alert for low glucose and the customer eats to treat but it takes a while for the sensor reading to get accurate and it will eventually suspend the insulin pump causing the blood glucose to go extremely high.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.